Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply. System operates as intended.

Event description:
Customer reported, the handswitch was not working, and the system locked up during a procedure. No pt injury was reported.